Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown timeframe following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with a fever. Blood cultures were performed identifying enterococci. Multiple cerebral infarctions were reported. Infective endocarditis was suspected. A transesophageal echocardiogram (tee) was performed, which did not reveal any obvious vegetation. No treatment was reported for the suspected endocarditis. The patient died two months, and 18 days following the valve implant. The cause of death was not reported, however it was reported that the patient had not recovered.